Manufacturer narrative:
The device was returned to zoll singapore for evaluation. The customer's report was observed during initial testing. However, root cause could not be firmly established. At this time, this report will be closed as observed during testing. The device will be shipped to zoll united states for further evaluation. This claim will be re-evaluated upon receipt of the device. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device halted analysis and failed to discharge. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.